Event description:
Literature was reviewed regarding the association between caseload volume and outcomes in left ventricular assist device (vad) implantations. The authors described patient deaths; however, the causes of death were unknown. There were patients who experienced pump thrombosis, strokes, right heart failure, gastrointestinal bleeds (gib), driveline infections, other device related infections, neurological dysfunctions, and outflow graft obstruction. Patients were re-hospitalized, implanted with a right vad, and some underwent pump exchanges. There were also unspecified major device malfunctions. The status of the devices is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/57 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: association between caseload volume and outcomes in left ventricular assist device implantations ¿ a euromacs analysis. European journal of heart failure. 2024. 26, 2400¿2409. Doi:10.1002/ejhf.3418 additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: unk / catalog #: unk / expiration date: unk if unknown> / serial or lot#: unk d10: no h4: mfg date: unk h5: yes d4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for correction to FDA conclusion code. Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.